Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not able to be performed because no serial number was provided. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was "either completing the feeding or was running and no feeds were going through". Mmdg made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful and no further information was provided. [(B)(4)].